Event description:
It was reported that, during use, the blue, proximal port of a swan ganz catheter was cracked and leaking. The issue occurred post procedure. It is unknown what leaked. Lumens were flushed, tubing was changed, and catheter was repositioned. Catheter was in the patient for either 3 days to 2 weeks. There were no patient injuries but a new insertion site was needed for a new line placement.

Manufacturer narrative:
Additional product codes: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq additional premarket submission: k231248 the device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.